Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 3ml ll bns leaked. The following information was provided by the initial reporter: "we have received a complaint due to liquid leaking past the bung (see attached video)." I have 3 syringes that I can return for your inspection if required. When we tested these devices we confirmed that they leaked in the manner shown in the clip. The devices returned appear to have a mark or scrape that must have occurred at or close to the time the syringe bodies were moulded (see attached photo) and probably prior to the graduations being printed onto the barrel. This mark appears to have deformed the barrel of the syringe. This incident did not cause any patient or user injury and the syringes to be returned are not contaminated.

Event description:
We have received a complaint due to liquid leaking past the bung (see attached video). I have 3 syringes that I can return for your inspection if required. When we tested these devices we confirmed that they leaked in the manner shown in the clip. The devices returned appear to have a mark or scrape that must have occurred at or close to the time the syringe bodies were moulded (see attached photo) and probably prior to the graduations being printed onto the barrel. This mark appears to have deformed the barrel of the syringe. This incident did not cause any patient or user injury and the syringes to be returned are not contaminated.

Manufacturer narrative:
Three samples, one photo, and one video of 3ml luer-lok syringes were received and evaluated. All three samples were received loose with scrape marks and damage to the barrels. Each syringe was tested and failed for leakage past stopper, with the leakage occurring at the damaged area of the barrel. The photo shows the three loose syringes with the scrape marks on the barrels, and the video shows a loose syringe dispersing fluid into a vial with the fluid leaking past the stopper when the plunger rod is depressed. The condition observed is non-conforming per product specification. Potential root cause for the damaged barrel and leakage past stopper defects is associated with the assembly process. A device history record review was completed for provided batch number 1323453 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.